Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, cracked display window and a scratched reservoir tube window.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 102 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.